Event description:
It was reported that the cpu board failed to function post calibration on a labor bed model 4701. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Serial number is unk at this time.